Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose was unknown. The customer was advised to disconnect from the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump found no button error alarm during testing, however found corrosion on the keypad traces. The button response functioned properly. Insulin pump had a cracked case on the display window corners, crack on lcd display window, minor scratches on lcd window, cracks on the battery tube threads and cracks on the reservoir tube lip.